Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred while the device was in clinical use. However, the procedure was completed with a different device and no harm was reported as a result. A philips field engineer (fse) inspected the system onsite and confirmed the issue. Troubleshooting actions determined that the generator's clu oil had leaked and the flow switch was defective. The fse replaced the generator. After the generator was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion system could not expose. The device was in clinical use. No patient or user harm reported. A philips field service engineer (fse) inspected the system onsite and replaced the cooling unit 3101 for certeray which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred while the device was in clinical use. However, the procedure was completed with a different device and no harm was reported as a result. A philips field engineer (fse) inspected the system onsite and confirmed the issue. Troubleshooting actions determined that the generator's clu oil had leaked and the flow switch was defective. The fse replaced the generator. After the generator was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The product UDI, manufacture date, reporting address line 1 and the reporting address city have been updated.